Event description:
The fse reported that the sys intermittently was not starting or shooting. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the sys interface board. The sys operates as intended.